Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the screen was upside down and heard something in the insulin pump. The customer's blood glucose level was unknown. The customer stated the insulin pump rattled when they shake it. Customer stated there was a reservoir inside the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments, partial display, or upside down display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for three days and no upside down display or display anomaly noted. Device was received with scratched case and pillowing keypad overlay. No unusual rattling noise noted inside of the device noted.